Event description:
It was reported that trace posterior capsule haze, few faint capsular striae and asymmetric lens vaulting (z-syndrome) were observed approximately 3 1/2 months post lens implant in the patient's left eye. The patient also noticed a decrease in vision. Yag was performed and the patient is now reportedly seeing well. The patient's current prognosis is described as good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.